Manufacturer narrative:
The insulin pump was received with an unresponsive button due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive button. The following physical damage was also found: cracked reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer's wife did not recall any significant events leading to the button error issues. The wife mentioned a previous button error alarm that they were able to clear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.